Event description:
Unit failed on a pt. No pt injury occurred. O2 gas module had smoke coming from it and it smelled charred. A 02 gas alarm was displayed on the technical alarms. The unit was replaced by another ventilator. A new gas module was installed and the unit was calibrated and is working within manufacturer's specifications.